Event description:
Customer reported the tube markings rub off quickly, making it difficult to read the depth of the ett. It was reported the hospital was using pink tape in humid conditions and they estimated the markings could come off with the first change of tape, after 1-2 weeks in use. No patient injury reported.

Manufacturer narrative:
(B)(4). No sample was returned for evaluation; therefore five representative samples were taken from production at the manufacturing facility and testing was conducted to determine the effects of chemicals (ipa, mek, mk72, hand gel, lidocaine) towards the tube markings. It was determined that the application of mek and mk72 could completely remove the tube markings. The defect reported in the complaint was detected during use, and the marking was legible prior to intubation, which eliminates the possibility of using mek and mk72 as these chemicals are used during manufacturing and would be detected prior to intubation. The complaint of tube markings erased was could not be confirmed as no sample was returned. It is not known why the tubing marks would have been erased. There have been no changes in terms of ink composition and process at the manufacturing facility that could cause the ink to fade.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the tube markings rub off quickly, making it difficult to read the depth of the ett. It was reported the hospital was using pink tape in humid conditions and they estimated the markings could come off with the first change of tape, after 1-2 weeks in use. No patient injury reported.